Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "we had three incidents in pediatric ward where the tubing disconnected from the hub with the below highlighted product. Unfortunately this is extremely unsafe given there is a breach in the integrity of central venous devices and also it is being used as a connector between the IV fluid bag and huber needle in oncology children." This report addresses the first device.

Event description:
It was reported, "we had three incidents in pediatric ward where the tubing disconnected from the hub with the below highlighted product. Unfortunately this is extremely unsafe given there is a breach in the integrity of central venous devices and also it is being used as a connector between the IV fluid bag and huber needle in oncology children." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting an infusion set luer adapter. The depicted component had a needleless injection cap attached to the luer adapter. The luer was completely broken or detached from the extension tubing. The remainder of the device was not visible in the photograph. It could not be determined if a break occurred in the extension tubing or if the bond between the luer and the extension tubing failed. Device damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.